Event description:
A beckman coulter field service engineer (fse) reported of an injury which occurred while repairing the decapper module of the power processor sample processing system. The fse indicated that the customer had problems with the decapper hold-down plate which comes down on top of the tube while the decapper jaws remove the cap. The fse observed a missing pusher pin on the decapper cap clamp, and while working on the decapper module, the clamp closed unexpectedly on the fse's finger. The fse reported that his right index finger was cut and bled in three places. The fse was wearing gloves and a laboratory coat during the event. The fse went to a clinic where he received first aid and a tetanus shot, and had his blood drawn for baseline infection testing. The fse spoke to a beckman coulter employee who was investigating the incident on (B)(6)2013 and stated that he was fine and is back to work.

Manufacturer narrative:
The fse indicated that the decapper module was in manual mode at the time of the incident. The fse opened the decapper cap clamp to allow access to the pin and the clamp closed unexpectedly on his finger. Automation technical support analyzed the issue and reported that the report states that the decapper was in manual mode (00) on the function pad, but the report does not mention if the decapper was in 01 bypass mode. To replace the cap eject pin, the cap jaw clamp (gripper) needs to be open. However, in manual mode 00, the cap jaw clamp is closed and the cap eject pin (plunger) is not accessible. The cap jaw clamp will open when the decapper is placed in 01 bypass mode. If the enter key on keypad is pressed while the decapper is in 01 bypass mode, it will exit the 01 bypass mode and return to the 00 mode and the cap jaw clamp will close. Since the incident report mentions two fses working on the decapper at the same time, it is possible the enter key was inadvertently pressed instead of the pause key. Neither the automation technical support nor the service engineers were able to reproduce any situation that would incorrectly cause the cap clamp to close. The fse completed the decapper repair at the customer's site and the system is operational. Failure mode of the event is unconfirmed; however, it appears that closing of the decapper cap clamp may have been caused by the other fse pressing enter, instead of pause on the function pad.